Event description:
It was reported that the patients ipg was difficult to charge and was getting hot after fifteen minutes of charging. The patient underwent an ipg replacement procedure and was doing well post-operatively. The explanted ipg was not returned as it was kept by the medical facility.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.